Manufacturer narrative:
If additional information is later obtained, the complaint will be reopened. The device remains at the customer's site and no subsequent calls have been received for this issue. The root cause is unable to be determined based on the information provided.

Event description:
The customer reported multiple mx40's were not alarming and the staff was not receiving alerts on their phones. The device was in use on a patient. There was no report of patient or user harm.